Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported communication error. No timeouts or drive stalls were observed. The pod generated an 0xe2 hazard alarm indicating invalid external parameter input to the algorithm. The shelf mode current (smc) was measured to be within specifications. The pod was reset, connected to an unused pdm, completed both priming sequences and programmed a 5u bolus successfully. No data abnormalities were observed. The cause of the 0xe2 hazard alarm and reported communication error could not be determined. A tear in the unexposed portion of the soft cannula was observed, where it was observed to leak. The tear was measured to start 0.6015 inches from the nail head and end at 0.6410 inches from the nail head. The timing and cause of the observed cannula tear could not be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for less than an hour. In addition the patient reports receiving a pod communication error while wearing the pod.